Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The patient was not symptomatic during the episode. Smart charge was extended and auto set-up redone. Technical services (ts) reviewed available data and confirmed the episode seemed to start after a ventricular extrasystole. The patient will be brought into clinic for a scheduled bike test after which the obtained data will be sent to ts for review. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.